Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument had a bent main tube. The bending damage is located at the midpoint of the main tube. The jaw cover was found to also have teared. Tears measure from .024¿ to .156¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument sheath was allegedly "torn." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ano fragment fell inside the patient and no report of unintended energy discharge. The procedure was continued with no reported injury.